Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a connector that was loose or separation of connector and injector. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Patient didn't received full dose of 5fu d/t pump issue. Cadd pump history showed pump alarmed at 7:05:24 pm and multiple pause and restart activity from 7:05:25 - 9:02:45 pm. Pump stopped and power down at 10:08:23pm. Bag and tubing checked for occlusion , port flushed and noted patency with good blood return. Rn also noted that phaseal injector and connector detached by itself easily after clamp removed. Tested a couple of times reconnected but the device kept "popping out" by itself.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced a connector that was loose or separation of connector and injector. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Patient didn't received full dose of 5fu d/t pump issue. Cadd pump history showed pump alarmed at 7:05:24 pm and multiple pause and restart activity from 7:05:25 - 9:02:45 pm. Pump stopped and power down at 10:08:23pm. Bag and tubing checked for occlusion (-) , port flushed and noted patency with good blood return. Rn also noted that phaseal injector and connector detached by itself easily after clamp removed. Tested a couple of times - reconnected but the device kept "popping out" by itself.